Manufacturer narrative:
It was reported that the patient underwent a cervical microdiscectomy with fusion c5-6, c6-7 anterior plate fixation c5-c7 on (B)(6) 2015. Epidural bleeding was controlled with application of thrombin-soaked gelfoam that was subsequently removed and replaced with absorbable hemostat and overlain with floseal.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a spinal surgery to treat back and neck pain on (B)(6) 2015 and an absorbable hemostat was utilized. It was reported that postoperatively the patient is paralyzed and has had numerous complications. No additional information was provided.